Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient left the monitor unplugged for a month and it is too hot to touch. The monitor is being returned. No patient complications have been reported as a result of this event.